Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent/kinked tubing event on (B)(6) 2025. Blood glucose level was 309 mg/dl at the time of the event. No further information available.